Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 7-july-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the wash probe was coming down and hitting the cups. The cups were jammed in the incubator. The cpu board for the motor was replaced. The fse cleaned the incubator, tightened the loose rotor pin to get rid of the play in rotor, then replaced the work sampler flat cable and the small flat cable to the cup pickup. The fse cleaned and lubricated the cup pickup, made y axis adjustments for the incubator and chain positions, then ran controls. All results were within acceptable range. All errors cleared and the aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to a defective cup motor driver board.

Event description:
On (B)(6) 2016, a customer reported pickup failures with the aia-600ii analyzer. The customer is unable to run lhii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lhii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.